Event description:
The customer reported that the insulin pump was continuing to drip insulin after the motor stopped during the manual prime process. The customer also stated that she could not exit the preparing to prime loop. She was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's blood glucose was 237 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to a faulty force sensor. The device was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip and scratched reservoir tube window.